Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device functioned properly. The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for food poisoning on (B)(6) 2016 with a blood glucose level of blood glucose of 400 mg/dl. The customer stated that they experienced a blank display from their insulin pump. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.